Event description:
It was reported that during the right ventricular (rv) lead implant procedure, prior to insertion, the physician checked successful extension/retraction of the lead tip, and then extended the tip inside the ventricle; and measurement result was not good. The rv lead tip was retracted, and lead was re-positioned physician attempted to extend the rv lead tip once again, however, the tip did not extend. The rv lead was removed and physician tried to extend the tip, but it could not extend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix exceeded specification the number of turns to extend and retract. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.